Event description:
A peritoneal dialysis patient has reported dialysis solution is leaking out of the cassette and into the cycler. There is no report of patient ill effect. There is a sample available for evaluation.